Manufacturer narrative:
B3: aware date was used as an event date as actual event date is not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was selected to be used. The patient was discharged. During an unknown time, a peri device leak was noted, and non-boston scientific (bsc) coils were used to achieve complete closure. No further information was available at the time of this report.